Manufacturer narrative:
Further investigation of the complaint led to the finding that the touchscreen was working properly at the time of the navigation ring failure. Therapy was not being changed. The touchscreen can be used to make adjustments to the settings. When the navigation ring is not functioning or if cannot be used to enter or change settings while the device is in use (parameters can be adjusted using the touchscreen), the device will continue to function and ventilate the patient, and thus pose no risk for serious patient injury. Therefore, this no longer meets the criteria for a reportable event due to the finding of a functioning touchscreen.

Manufacturer narrative:
There was no patient involvement.

Event description:
The customer reported the nav ring does not work. There was no patient involvement. The remote service engineer advised to replace the front bezel.